Event description:
It was reported that during a sigmoidectomy the clip would not load. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 7/6/2007. The analysis found that the er420 instruments a and c were returned with the jaws over twisted. The instruments were cycled and ejected the remaining clips due to the condition of the jaws. The instruments locked out as intended. A corrective and preventative action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Instrument b was returned empty, locked out and with the jaws over twisted. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. However, a corrective action has been initiated for the over twisted jaws issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Batch #c9d027, mfg date 10/06, exp date 9/11. The batch history records were reviewed with no anomalies noted during the manufacturing process.